Manufacturer narrative:
The customer site reported that while operating the drx-revolution mobile x-ray system, the site lead tech ran over her right foot, big toe requiring medical attention on (B)(6) 2020. There was no patient involvement. Carestream health has evaluated the device and determined there was no device malfunction, the system is performing as designed and intended. The incident was caused by the user not following the instructions for use (IFU). The site acknowledged and confirmed that the tech was positioned on the side of the system, as opposed to behind the system, and did not use both hands to drive the revolution as specified in the IFU. It is unlikely, if following the driving recommendations provided within the IFU, that this type of injury would occur. Carestream health has concluded this investigation.

Event description:
While operating the drx revolution system, the site lead tech ran over her right foot, big toe requiring medical attention. The resulting injury was a hair fracture to the right foot, big toe. The toe and nail were dark and bruised. The tech was placed on chair duty to the injury.